Event description:
It was reported by the patient's family member that the patient is deceased and the family member alleges the device system contributed to the patient's death. Attempts to obtain cause of death information were unsuccessful. The patient was found deceased at home by the family. No allegation of device relatedness was received from the physician.

Event description:
It was reported by the patient's family member that the patient is deceased and the family member alleges the device system contributed to the patient's death. Attempts to obtain cause of death information were unsuccessful. The patient was found deceased at home by the family. No allegation of device relatedness was received from the physician.

Manufacturer narrative:
Product event summary (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal and proximal conductors were distorted (pulled/stretched/overstress), there was cosmetic depression of the outer insulation, there was blood on the proximal and distal conductors (not obstructed) and there was apparent explant damage. (B)(4).

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Concomitant product: d224drg implantable cardiac defibrillator, (B)(6) 2011.